Event description:
The report from the affiliate indicated that four (4) days after the index procedure the patient went into cardiopulmonary arrest. Cardiopulmonary resuscitation (CPR) was done, but the patient expired. No coronary angiography was done. The physician's comments regarding the adverse event (ae) were that the cause of death was sudden death. No autopsy was done. It is assumed, but not confirmed that a thrombotic event (sub acute thrombosis) occurred. The possible causes of the thrombotic event were: though the target lesion was a bifurcation lesion of the left main trunk (lmt), a final kissing balloon technique (kbt) was not done. The stents implanted in the left circumflex were under-dilated. The patient's ejection fraction (ef) was not good - 30%.

Manufacturer narrative:
The index procedure was an elective case. There were three (3) target lesions. Lesion #1-1: the lesion was the proximal circumflex/obtuse marginal (om)/distal circumflex. The lesion was reported to be: an in-stent-restenosis (isr) of a bare metal stent (bms) - as s670 3.5 x 13 mm stent, a bifurcation lesion, over 50 mm in length, vessel diameter of 3.0 mm, calcified, and type c. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 12 atm for 30 sec. A cypher 3.0 x 23 mm stent (stent #1) was implanted at 18 atm for 30 sec. Another cypher 3.0 x 18 mm stent (stent #2) was implanted at 18 atm for 30 sec proximal to the first stent (stent #1) in overlapping fashion. Another cypher 3.0 x 23 mm stent (stent #3) was implanted at 18 atm for 30 sec proximal to the second (stent #2) in overlapping fashion. Lesion #1-2: the lesion was the lmt/proximal left anterior descending (lad) coronary artery. The lesion was reported to be: an in-stent-restenosis (isr) of a bare metal stent (bms) - a radius 3.5 x 20 or 14 mm stent, a bifurcation lesion, calcified, approx 25 mm, vessel diameter of 3.0 mm, and type c. A cypher 3.0 x 28 mm stent (stent #4) was implanted at 20 atm for 30 sec. The bifurcation portion of the lmt/proximal lad and the proximal circumflex/om/distal circumflex was t-stented. Post-dilatation was done with a 3.0 x 23 mm balloon at 18 atm for 30 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Lesion #1-3: the lesion was the mid right coronary artery (rca). The lesion was reported to be: an in-stent-restenosis (isr) of a bare metal stent (bx stent), eccentric, calcified, 26 mm in length, vessel diameter of 3.0 mm, and type c. The lesion was pre-dilated with a 2.5 x 14 mm balloon at 8 atm for 30 sec. A cypher 3.0 x 33 mm stent (stent #5) was implanted at 14 atm for 30 sec. The stent was post-dilated with a 3.0 x 15 mm balloon at 18 atm for 30 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. Of note, the pt was on antiplatelet therapy (ticlopidine hydrochloride 200 mg/day) from 2005 until the following month, but was discontinued due to liver failure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of five products used during the same procedure. Please reference MFR report #9616099-2006-01167, 01168, and 01169. A male pt of unk age with a medical history of previous mi, angina, hypertension, diabetes, kidney failure with hemodialysis, liver failure, previous pci and renal anemia expired four days post cypher stent implantations. The reason for the pt's initial admission to hosp was not reported; but an elective angiogram revealed an lvef of less than 30% and lesions in his lm/proximal lad, proximal to distal circumflex and mid rca. This pt's extensive history, decreased ventricular function and widespread cad put him at increased risk for mace. Of note, the pt had previously rec'd ticlid after his last pci, but it had been discontinued after nine days because of liver failure. Pre-procedural medications included asa, cilostazol and warfarin; while intra-procedural medications included heparin. Acts were not measured during the procedure. The lm/proximal lad was described as an isr of a non-cordis bms, type c, 3mm in diameter, 25mm in length, calcified and located in a bifurcation. The proximal to distal circumflex was described as an isr of a non-cordis bms, type c, 3mm in diameter, 50mm in length, calcified and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lm/proximal lad and proximal to mid circumflex were first pre-dilated prior to the progressively more proximal and overlapping placement of three cypher stents; a 3.00 x 23mm, a 3.00 x 18 mm and a 3.00 x 23mm; at maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. This was then followed by the placement of a 3.00 x 28mm cypher stent at a maximum inflation pressure of 20atm in the lm/proximal lad using t-stenting technique. The stents were then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. The mid rca was described as an isr of a non-cordis bms, type c, 3mm in diameter, 26mm in length, eccentric and calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. This lesion was pre-dilated prior to the placement of a 3.00 x 33mm cypher stent at a maximum inflation pressure of 14atm. This lesion was then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. According to the IFU, the use of three or more cypher stents has not been clinically studied. The pt was discharged from the cath lab or medications that included asa, cilostazol and warfarin. Four days after the index procedure, the pt went into cardiopulmonary arrest. Despite resuscitative attempts, the pt expired. The cause of death was listed as sudden death. It is not known if the pt expired at home or in the hosp. An autopsy was not performed. The product was not returned for analysis. Mfg record (DHR) review was conducted and the product met quality requirements for product acceptance. The products remain implanted in the pt and are thus not available for eval. Though a repeat angiogram was not performed, the physician suspects that a thrombotic event is possible. According to the procedural physician, the possible causes of a thrombotic event include the fact that the lm/proximal lad/proximal circumflex stents were not deployed or post-dilated simultaneously, the stents in the circumflex were (more)